Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor passed software testing and visual analysis. The sensor failed continuity testing due an exposed solder joint on the green conductor. The exposed joint caused a short between the green conductor and detector copper shield at the detector solder joint assembly. During testing, the sensor was not able to generate audible and visual alarms, and an error message indicating "sensor off patient."

Event description:
The customer reported faux contact/bad contact when touching the sensor's cable. Intermittent readings were also reported. No patient impact or consequences were reported.